Manufacturer narrative:
Neither pt injury nor medical intervention was sustained/required as a result of this incident. After the pt left the unit, the machine was inspected by the customer who found that the hose back onto the port of the pressure transducer was popped off and reconnected it. However, when trying to put the machine into the rinse mode, the machine kept alarming "dialysate inlet pressure minimum" #94. The machine was removed from service. On may 21, 2007, a gambro technical services (gts) field rep found that the phoenix machine was giving the #94 alarm because the circuits were wet when the customer was replacing the hose. He verified hose connections at transducer, verified ultrasonic air bubble detector (uabd) and arterial/venous transducer. He ran a heat citric and rinse procedure. No problem found with the equipment.